Event description:
It was reported that the doctor deployed a vena cava filter and noticed that the legs were crossed. He used a recovery cone to remove it, and placed another with good results. The ivc filter insertion was femoral. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies. The mfg process and the quality control testing. This lot met all release criteria. Upon inspection of the returned sample, the filter appeared to have some dried tissue in the apex. All the filter arms, legs/hooks were present and intact. Heat was applied to the filter and the filter took shape. All measurement taken were within specifications. Films were provided for review, however, there could not be a conclusive determination regarding crossed legs. The result of the investigation was inconclusive for crossed legs as there is no evidence to prove the legs did not become crossed during removal or shipping. It is unk if procedural issues contributed to this event. Handling of g2 filter system from the IFU. The current IFU ( instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU ( instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs and arms, and could prevent the filter from further advancement within the introducer catheter.